Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h6,h11. A lot history record review was completed for lots 96255794, 96255793, and 96255790 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Event site name exceeds character limitations: scott & white memorial hospital

Event description:
The hospital reported that during the procedure, blower mister, 5-pack co2 was not flowing through the tubing correctly and efficiently. Anesthesia troubleshooted their end and their line was working. They switched out the product and the mister blower worked. There was a 2-3 minute delay. There was no patient harm.